Event description:
It was reported to boston scientific corporation that an orise proknife was used in the distal stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the device became blocked and the injection channel would not allow focal injection with orise gel. The electrode tip was cleaned and inserted into the cleaning adaptor, where an attempt to flush saline in order to dislodge debris was not successful. The procedure was not completed due to infiltration of gastric cancer into muscularis proximal the incisura. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.